Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for what appeared to be a rapidly conducted atrial arrhythmia. The arrhythmia was detected in the programmed ventricular fibrillation (vf) zone (greater than 240 beats/minute). Technical services discussed considering increasing the vf zone to the maximum of 250 beats/minute. The s-ICD remains in service.